Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a high blood glucose (bg) level of 613 mg/dl, and life threatening ketone levels. The customer was treated with intravenous saline and insulin, potassium, and was released from the hospital on (B)(6) 2022 with no permanent damage. The cause for the reported issue was unknown. Customer declined further troubleshooting.